Event description:
The reporter stated that the plunger holder/ track ii had a broken retainer. During in-house testing, the track ii failed to alert load syringe plunger while on a test fixture. No patient injury or treatment was associated with this event.